Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was monitored for several days and there was no unexpected bolus delivery. The device was programmed with multiple bolus deliveries and all registered properly in the bolus history. The insulin pump was received with minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer's husband reported via phone call low blood glucose, hospitalization and delivery anomaly. Customer's blood glucose level was 38 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they had a black eye and experienced bruising. Customer advised their insulin pump delivered insulin when it was not supposed to while they were sleeping. Troubleshooting for delivery anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.